Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator is alarming with oxygen not available message. The customer reported the unit was in use on pt, but there was no pt harm.